Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels and concerns on how to operate sensor alarm feature. The customer was assisted with alarm functions. The customer states their blood glucose level was 44mg/dl. The customer states their blood glucose level was 45mg/dl about an hour prior, and they treated with apple juice. The customer was advised to treat current low levels with apple juice. The customer declined to stay on the line to troubleshoot and declined for emergency services to be called for her low levels. The customer states they were fine. Nothing is being returned at this time.